Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated calcium_2 (ca_2) results were obtained on two patient samples on an atellica ch 930 analyzer when a non-siemens specialist connected the analyzer to a temporary water supply to sanitize/decontaminate the deionized water loop. After the temporary water line was disconnected and the regular water line was reconnected, the customer emptied the water bath and refilled it. Then, the customer recalibrated ca_2 and ran quality control (qc), which passed. Siemens reviewed the instrument data and observed that there was a change in photometer readings with the reagent arm 1 addition of ca_2 reagent and system water on the day of the event. Photometer readings returned to normal on 05-may-2024. Siemens further evaluated the event and determined that poor water quality potentially contributed to the falsely elevated ca_2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely elevated calcium_2 (ca_2) results were obtained on two patient samples on an atellica ch 930 analyzer when a non-siemens specialist connected the analyzer to a temporary water supply. The initial result for the sample identified as (B)(6) was reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the initial results and matched the patients¿ prior histories. The repeat results were considered correct and reported to the physician(s). Additionally, another sample was collected for one of the patient and recovered with 8.8 mg/dl. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca_2 results.